Event description:
It was reported that during a moderately calcified right superficial femoral artery intervention, after uneventful device preparation per instructions for use, the armada 35 was taken to the lesion. It was noted that only the proximal end of the balloon was inflating and once past 8 atmospheres, the balloon would no longer hold pressure. The device was inspected and a leak was found at the strain relief valve on the proximal shaft. The device was removed without issue and another same size armada 35 was used successfully. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the base of the side arm, which prevented the balloon from inflating. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The cause of the hub leakage was related to manufacturing. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.